Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a scratched main tube are deemed cosmetic damage. The scratches measured approximately 3.50 mm - 5.78 mm in length and an axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found in deacon. There are no images available for isi review. There were no fragments that fell inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no patient injury. The procedure was completed robotically.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument's fiber glass was chipping at tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.